Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device found that the returned device had evidence of being inflated with blood in the shaft. The device was attached to an inflation unit and an attempt was made to inflate the device to its rated burst pressure (rbp) when a leak was noted coming from the tip of the device. There was no leak noted in the balloon. The device was dissected to remove the outer distal shaft to be able to locate the leak in the inner lumen when the lumen detached from the distal tip. It was confirmed that this is where the device had been leaking from. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during a peripheral treatment procedure, a vessel dissection occurred. The 99% stenosed lesion was located in a moderately tortuous and severely calcified left popliteal artery. On the first inflation with the 4.0mm/1.5cm/140cm monorail spcb flextome cutting balloon it was inflated to 2 atms when it ruptured. After this, a non-flow limiting vessel dissection was confirmed. The patient was asymptomatic during this. To treat the dissection, a long inflation was performed with a 3.5mm spcb cutting balloon was successfully performed. No further patient complications were reported and the patient's status is good.

Event description:
It was reported that during a peripheral treatment procedure, a vessel dissection occurred. The 99% stenosed lesion was located in a moderately tortuous and severely calcified left popliteal artery. On the first inflation with the 4.0mm/1.5cm/140cm monorail spcb flextome cutting balloon it was inflated to 2 atms when it ruptured. After this, a non-flow limiting vessel dissection was confirmed. The patient was asymptomatic during this. To treat the dissection, a long inflation was performed with a 3.5mm spcb cutting balloon was successfully performed. No further patient complications were reported and the patient's status is good.